Manufacturer narrative:
The event was reported to have occurred on (B)(6) 2020 at 11:20am. Evaluation of system logs indicates a "tube disconnected?" Alarm was triggered at 10:22 and lasted for 5 minutes. Concurrently, alarms for "apnea" and "mv too low" were triggered. Additional alarms were triggered and alarmed continuously for 10 minutes between 11:17am and 11:27am. During this period the only interaction with the system was an adjustment to the respirator rate. The alarms resulted from a separation/leak between the safety valve assembly and the safety valve assembly hand wheel.

Event description:
It was reported that a patient expired while being ventilated on a sv300 ventilator. The reported event occurred in (B)(6).